Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer fell and the pump touchscreen shattered. There was no reported impact to customer's blood glucose level. Reportedly, the pump had green and white lines across the screen and the pump is not functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.